Event description:
PICC line separated just above the hub at pt home. PICC line was placed in host in 2005. Unable to use line and had to be "dc'd". PICC was saved and will be sent to risk managment with form. IV started on pt in walk in. Pt went home with instructions to call doctor in morning. Patient showed no signs /symptons related to line problem. PICC was in pt's left ac site. This is the second occurrence for patient with PICC line failure at home.